Event description:
It was reported that, on 2014 (B)(6), the patient met with a manufacturer representative at the healthcare provider¿s (hcp) office. The hcp was going to refill the patient¿s pump. However, he was of the opinion that the pump was not working. The hcp did not want to do any studies to verify that it was not working. Per one reporter, the pump had not been working since implant. The hcp chose to place the pump in minimum rate mode and just monitor the patient orally. The patient had been taking oral medication since pump implant. The patient believed that the pump was ¿installed¿ incorrectly and had been ¿inputting into the wrong area. The patient was in ¿awful shape¿ and could not stand another surgery, so the patient¿s previous hcp discharged him. The patient¿s current hcp as sumed the patient¿s care since the event transpired. The device system was used to deliver dilaudid. The cause of the event, specific patient symptoms, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n281387, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information was received that the patient changed pain management doctor/prescribing doctor. It was noted the healthcare provider (hcp) continued to refill the pump after admitting pump ineffectiveness. The patient's oral medications were increased to cover symptoms at time of change. The patient's oral medications consist of: 40 mg oxycontin twice daily, diazepam 5mg "1/2 times 3" daily, and 45 mg lyrica once daily. These medications help to maintain reasonable pain level. It was noted a manufacturing representative was present during the patient's second visit, and helped choose pump input. No change of pain level was experienced. It was noted the area of catheter input was apparently incorrect at the time of implant. "The unit was not working." The pump remains installed. The plan is to have the pump flushed with saline solution until removal can be scheduled. The patient's pump contained dilaudid. The patient's pump was refilled every six weeks or as scheduled. The amounts of increase over the period of three years was unknown. In (B)(6) 2014, the patient was hospitalized for ten days. The build of over medication of lyrica and other pain relief drugs prescribed by the patient's pain management group ended with swelling that lead into the patient's legs, groin and intestinal digestive tract. This resulted in the 10 day hospitalization. It was noted the pain management group that put dilaudid into the pump for over three years was reportedly inexcusable. No legal actions were taken. Additional information has been requested regarding the clarification around the catheter being placed incorrectly at implant, the cause for incorrectly placing the catheter at implant and the cause for the "unit not working," but was not available at the time of this report. Should additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8590-1, lot# n281387, implanted: 2011 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the pump was put to a minimal drip by the device manufacturer representative in (B)(6) 2014. It was noted a refill was required in (B)(6) 2016. The patient inquired about if the pump could be refilled with saline or another solution until a removal could be scheduled. The patient had refused to reestablish care until the pump was removed. The pump was installed currently, but determined ineffective for pain relief. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the cause of the event was not determined. It was the doctor¿s opinion that the pump was not functioning properly. The reporter was unaware of how the patient was, but the device would not be explanted.